Manufacturer narrative:
The complaint made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6)2014. The original surgery occurred on (B)(6) 2014. The revision surgery occurred as a result of infection. The original k1 size 2 stem was revised to a k1 size 2, the original bipolar head and cocr femoral head was revised to new omni implants of the same size.